Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed for this product code 222296, lot 3863157 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during an unspecified surgical procedure of the shoulder, it was observed that the customer's healix br 4.5mm 3 suture with orthocord broke during insertion. The sales rep retrieved the broken anchor and flushed out the rest. The sales rep stated that there was no debris left in the patient. The sales rep reported that the surgeon completed the procedure with a 5.5mm anchor of the same device using the same bone hole with no issues. The sales rep reported that there were no patient consequences but there was a five minute delay in the procedure. The sales rep was unsure if the surgeon was off axis and was unsure of the patient's bone quality. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.